Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The se replaced the line interface 2 printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time the event occurred.